Event description:
System failed while in eye. Add'l info received noted vacuum failed during I/a. Unable to remove all of cortex and viscoelastic. Required medication for pressure control. Outcome reported as good; prognosis is excellent.